Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's boyfriend reported via phone call that the customer went to emergency room and get hospitalized due to high blood glucose level on april 7,2021. Customer had high blood glucose level of 648 mg/dl. Customer was treated with insulin drip. Customer had blood glucose levels of 580, 364 and 152 mg/dl. Customer was not using auto mode. Customer stated that there was no air bubbles and leak. Customer stated that the insulin pump passed self test. The insulin pump will not be returned for analysis.